Event description:
Customer reported a past incident of low blood glucose with the lowest level documented at 49 mg/dl. Cause was not known. The customer managed the low level by consuming carbohydrates, and technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.